Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified a proximal type I endoleak with aneurysm enlargement (amount unknown). It was reported the patient refused further treatment of the endoleak and enlarging aneurysm. On (B)(6) 2016, the patient presented emergently to the hospital with a suspected ruptured abdominal aortic aneurysm. That same day the patient underwent emergent endovascular repair of the ruptured aneurysm. It was reported, an aortic extender component was implanted for proximal extension on the previously implanted trunk-ipsilateral leg component. It was reported that during the procedure the patient became hypotensive due to blood loss (amount unknown) from the ruptured aneurysm. Final angiography showed exclusion of the aneurysm and the procedure concluded with no further reported issues. However, approximately one hour after the procedure, the patient suddenly went into cardiopulmonary arrest and expired.